Event description:
It was reported through clinic notes that the vns generator had migrated and may need to be moved. The patient was being referred for a generator replacement due to normal battery depletion. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery. During the surgery the generator pocket was corrected from the previous generator migration. During the explant the surgeon did not observe if the previous generator had been secured by non-absorbable sutures. The explanted generator has not been received to date.

Event description:
It was reported that the physician believed the generator replacement could help alleviate the migration issue however if the pocket was revised it would only be occurring for the patient's comfort. No surgical interventions are known to have occurred to date.